Event description:
Sorin group (B)(4) received a report that the level sensor alarmed. The bubble sensor was replaced and the case was completed without problems. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. The manufacture date will be provided in a follow-up report. Sorin group (B)(4) manufactures the sensor, low level ii. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the level sensor alarmed. The bubble sensor was replaced and the case was completed without problems. There was no report of patient injury. Sorin group (B)(4) has requested that the device be returned for evaluation. To date no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.